Event description:
It was reported that this right ventricular (rv) lead presented high capture thresholds, so the lead was explanted with a new lead implanted instead and during the procedure the patient was examined in the catheterization laboratory. No additional adverse patient effects were reported. The device has been returned and is pending analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 13-15 mm from the terminal pin. Fracture characteristics are consistent with torsional overload. This damage is consistent with the lead terminal being over torqued while extending or retracting the helix.

Event description:
It was reported that this right ventricular (rv) lead presented high capture thresholds, so the lead was explanted with a new lead implanted instead and during the procedure the patient was examined in the catheterization laboratory. No additional adverse patient effects were reported. The device has been returned and is pending analysis. The device has been analyzed.